Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information stating that customer's fill estimate was inaccurate. The customer's blood glucose level was high at the time of the call, but it is unclear if it is due to this issue.